Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photo was provided and revealed that the distal tip of the introducer was damaged/split. Imaging was provided and revealed calcification was present on the access vessels and the access vessels are undersized on both sides. During the manufacturing process, visual inspections and tests are performed throughout the process. Per procedure, at esheath assembly, the sheath and the tip are visually inspected for defects. During soft tip scoring, the tip is visually inspected for scratches and tips with tears. During sheath final inspection per procedure, the shaft outer diameter (od), distal tip inner diameter (ID), working length, coating and strain relief length are visually inspected for defects. During the introducer and dilator assembly, the distal tip and shaft are inspected for integrity and free of defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for expander insertion force and inspected for defects. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage. The device procedural training manual provided guidance on the minimum vessel diameter. The minimum vessel diameter for a 14fr esheath is 5.5mm. In addition, the procedural training manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction,  ensure fully expandable portion remains completely within the vessel for proper hemostasis, and ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations are push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification and do not force sheath, once inserted, suture the sheath in place. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed from the imagery provided of the complaint device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿there was a little bit more force during insertion of the sheath into the patient due high calcification grade of femorals¿. The training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As identified in the 3mensio report, the access vessels were calcified and undersized (< 5.5mm). The presence of calcification, in addition to undersized diameters of the access vessel, can create a challenging pathway for sheath/introducer insertion. Calcification could have come in contact with the tip during insertion and weakened it, making it more prone to splitting. Furthermore, to overcome the insertion difficulties, the operator may have used excessive force. Such force may have caused the split. In this case, available information suggests that patient (calcification / undersized access vessel) and procedural factors (excessive manipulation) may have contributed to the reported event. Without the return of the applicable procedural imagery, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative nor product risk assessments actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure of a 26mm sapien 3 valve, there was a "little bit more force" during insertion of the sheath into the patient due high calcification of the patient's femoral artery. The valve was implanted. Prior to reinsertion of the initial esheath dilator, it was noted that the tip of the dilator, was missing. A second dilator from the kit was reinserted. There was no vessel injury reported. Per report, the dilator was broken due to calcification. It is unknown, when the dilator was broken. In addition, the location of the missing part of the dilator is unknown.